Manufacturer narrative:
The calibration was last performed on 24-aug-2024 and it was acceptable. The customer performed a calibration on the day of the event which failed with standard error (std.e) alarms. The provided qc recovery was within the ranges. The alarm trace did not show any abnormality. The field service engineer found that the cuvette was overflowing due to a pinhole in the rinse tubing. He replaced the rinse tubing and adjusted the sample probe position. He then did performance checks and precision studies and they were within specifications. The customer performed calibration and qc and they were acceptable. The service actions (replacing the rinse tubing and adjusting the sample probe position) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 1 patient serum sample tested with albumin gen.2 (alb2) assay on a cobas 8000 c702 module. Initial result: 6.42 g/dl (accompanied by an invalidating data flag). 1st repeat result: 6.75 g/dl (tested on the same c702). The reporter found a trend of high results on albumin and repeated the patient sample on a different c702 module. 2nd repeat result: 4.43 g/dl (tested on another c702). No questionable result was reported outside the laboratory. The 2nd repeat result of 4.43 g/dl was deemed to be correct and reported outside the laboratory.

Manufacturer narrative:
The alb2 reagent lot number was 79427401 with an expiration date of 31-jul-2025. The customer stated that they had calibration and qc issues. The field service engineer (fse) found a pinhole in the rinse tubing causing a cuvette overflow. He fixed the pinhole in the rinse head tubing and adjusted the sample probes position. He also performed mechanical checks, photometer check, and cell blank measurement and they were all acceptable. The customer performed calibration and qc and they were successful. Precision studies were performed and they were within specifications. The fse verified that the instrument is operating within specifications. The investigation is ongoing.